Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. During insertion of the guidewire for impella implant the tip of the guidewire was stretched/frayed and could not be used. There was no harm to the patient reported. The guidewire was replaced. The defective guidewire was discarded.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the product damage (guidewire damage - peripheral vessels) and the stroke/cva issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the product damage (guidewire damage - peripheral vessel) was not determined as no product or images were returned. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.